Manufacturer narrative:
Siemens representative gave customer instructions how to edit the sample in recall/patients/edit. Customer edited the ID# and printed result to transmit to rapid comm. Customer indicated that incorrect patient ID was a typo. The event has occurred due to an operator error. Instrument is performing as intended.

Event description:
Customer reported that they entered incorrect patient ID# for a patient sample. Customer indicated that patient ID was entered manually and they wanted to know how to correct it. Customer indicated that result was not released or reported to physician. There was no report of injury due to this event.